Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. Low sensing was noted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly found. Normal pacing impedance was noted with the helix fully extended.